Manufacturer narrative:
(B)(4). D10: concomitant medical products: 42509901000 - distal cut block - 64877004. Visual examination of the returned product identified signs of use (scratches and gouges). Pin is fractured (not all returned) and stuck in the guide. Dimensional analysis of the product determined that the product, where measured, was conforming to its print specifications. The device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. Complaint is confirmed based on product evaluation. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during a knee arthroplasty, the pin got stuck in the cutting block hole. There was no consequences or impact to the patient.